Event description:
The company was informed that the pt experienced a csf leak during initial implantation. The pt was successfully implanted with a partial insertion.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt was implanted. This is the final report.